Manufacturer narrative:
The lens was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to a mis-load. The incision was enlarged and another lens was implanted. Sutures were used. In the surgeon's opinion the likely cause of the event was loader error.